Manufacturer narrative:
It was reported that the surgeon had issues with the tibia cutting jig. The alignment of the tibia cut was fine, but the surgeon needed to cut 4 times up to +6mm in 2mm increments to be able to fit the 6a polys and complete the surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had issues with the tibia cutting jig. The alignment of the tibia cut was fine, but the surgeon needed to cut 4 times up to +6mm in 2mm increments to be able to fit the 6a poly and complete the surgery.